Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A review of the log file revealed that a software reset event was captured which had corresponding rotor displacement faults, and a drop in flow. This may be indicative of a pump stop event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset; however, a specific cause for the pump stop/restart could not be conclusively determined through this evaluation. No abnormal events or equipment changes were noted or reported on (B)(6) 2022. A pump restart event was captured in the early morning of (B)(6) 2022. The pump restart event was captured in the left ventricular assist device event log files only, and a specific cause for the pump restart could not be conclusively determined. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.